Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 173 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.